Event description:
I had saline breast implants put in. Inflammation, weight gain, high blood pressure, joint pain, pain in shoulder and neck, brain fog, itchy and red, sore eyes. Depression, anxiety, loss of libido and hair, foot pain, fatigue. FDA safety report ID # (B)(4).